Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information from the device evaluation. Updates: h6, h11 based on the results of the investigation, the device exhibited a b30 scope communication error due to damage on the charged coupled device unit and corrosion on the video connector pin. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: abnormality of green side image sensor. A definitive root cause could not be identified. Based on the results of the investigation and historical data, the possible cause of the malfunction is likely: damage or deterioration of parts due to wear and tear should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during inspection for use, an image noise appeared on the videoscope. There was no patient involvement.